Manufacturer narrative:
(B)(4). The device involved in the event was not returned, therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, the patient had a percutaneous endoscopic gastrostomy and jejunostomy (peg/j) procedure. The patient experienced abdominal pain after the procedure. On (B)(6) 2016 patient went to the hospital due to increased abdominal pain and was treated with unknown intravenous (IV) fluids and unknown pain medication. Patient's pain level was reported to be 11 on a 1 to 10 pain scale. The patient was diagnosed with abdominal wall separation and underwent abdominal wall reconstruction surgery on (B)(6) 2016. The patient was discharged from hospital on (B)(6) 2016.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected.